Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Evaluation in process.

Event description:
Rep reported that the device stopped working after a patient received a MRI. As a result the device was removed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a cut in the silicone housing was observed. It is not known if this occurred during the implant or explants of the device. Upon further investigation it was found that biological debris was seen throughout the device, which appears to be the root cause for the occlusion, and the programming failure. A review of the device history records found that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.